Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 06-oct-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9568618. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable).. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization targeting an aneurysm on the anterior communicating artery, the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 9568618) was placed in the target position and its release was initiated. It was reported that the distal markers on the stent could not be opened or expanded completely as intended. The physician retracted the stent and re-delivered it to release again, but the distal markers still failed to open completely. The physician only retracted the stent and replaced it to complete the procedure using the original microcatheter. There was no report of any negative impact on the patient. On 03-aug-2025, additional information was received. The information confirmed the procedure targeted an unruptured 2mm x 3mm x 3mm aneurysm on the anterior communicating artery. There were no vessel factors that may have contributed to the incomplete expansion of the stent. There was no evidence of obstructed blood flow due to the reported issue. The temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There had been no resistance during the advancement of the stent. When the stent was removed, it was still on the delivery wire. The replacement stent was not another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212); the physician replaced it with a 4mm x 23mm enterprise 2 (encr402312). The additional information confirmed no negative patient impact and no delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damages was noted. Further inspection was performed under the microscope, the delivery wire was inspected along its entire length, and no damages were found. The stent was found still inside the introducer. The stent was observed in good condition, with no structural damage (i.e., no broken struts, no kinks). A functional test was performed; a lab sample prowler select plus microcatheter was flushed using a lab sample syringe. After flushing, the returned device was introduced into the prowler select plus microcatheter, and it able to be advanced. No resistance / friction was felt when the stent passed through the hub area or along the entire length of the microcatheter. The stent was inspected under magnification, and no abnormalities were found on it (i.e., no broken struts, no kinks). Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9568618. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. Position the stent for deployment by aligning the stent positioning marker of the delivery wire with the target site. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.